Event description:
It was reported that the zimmer skin graft mesher was bent. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/22/2007 and was last repaired on (B)(4) 2010 for a non-related issue. Evaluation of the device observed the comb to be damaged and the right end of the roller was gnarled and deformation of the roller gear teeth. Additionally, the left latching pin was very loose and did not lock. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Improper handling and lack of preventative maintenance most likely caused the damage to the comb, roller and roller gear. The device was serviced and returned to the customer.